Event description:
It was reported by a sales rep that, during a total knee arthroplasty (tka), the product was used. Although washing was done to some extent, the patient developed an inflammatory reaction and considerable swelling. The details are the following. In the ward / ICU, 3 days after the surgery, the swelling gradually increased and blisters developed. The blisters were broken and treatment was done, and now, two weeks later, the patient is getting better a bit. The product was used on knee soft tissue and bone. The patient is being monitored without re-operation, but her hospital stay is being extended. Usually, patients are able to be discharged from the hospital about 2 weeks after surgeries. However even though now it has been 2 weeks since the surgery, it is difficult for the patient to be discharged from the hospital yet. Current status of the patient: the patient is getting much better now. The patient was discharged from the hospital. There were no specific inflammatory reactions due to surgiflo. Additional information has been received: what is the lot number? =unk you mentioned that the patient post-operatively developed blisters: were these blisters haemorrhagic or clear? =clear please elaborate on how surgiflo was used in the tka (total knee arthroplasty)? Which type of bleeding? =used for woosing from bone and soft tissue. Did the patient during surgery present with increased tourniquet time compared to normal tka? =it is normal time. Did you find that the patient had more extensive swelling than you typically would expect following tka? =yes did you observe if the bandage rubbed on the patient's skin post-operatively? =it was bandaged as usual, like any other patient. No special measures have been taken. What was the treatment that you initiated for the blisters? =an incision was made to the blister. Is this the patient's first tka on this leg? =the patient underwent surgery for tka for the first time. Please elaborate on this statement "maybe I should have washed out more thoroughly". Is this in relation to the product or to the surgery? =>to the product. The surgeon said ""I should have washed the product more thoroughly."" Which other medical devices were used during the surgery? =unk can specific patient demographics initials / ID; bmi; patient pre-existing medical conditions (i.e. Allergies, history of reactions), all concomitant medications, past medical history, any treatment required for events, dose, frequency, and therapy dates of study drugs be provided? =unk what is the surgeon's opinion as to the relationship of the product to the symptoms? = "I don't really think that surgiflo has a bad influence on the body. Maybe I should have washed out more thoroughly. But I think a little bit that it's possible that the product has something to do with the event." Was medical intervention indicated to treat the symptoms? If so, what was the medical intervention required? =an incision was made to the blister. What is the patient status? Is the patient fully recovered? =the patient recovered and was discharged 3 weeks after surgery. Evaluation by manufacturer: additional follow-up information was received; however it does not change the evaluation. The surgeon states again that it cannot be ruled out that surgiflo contributed to the event, however, it is evaluated by femd that it is unlikely that surgiflo caused the blisters, but it cannot be ruled out. The event remains reportable.

Event description:
It was reported by a sales rep that, during a total knee arthroplasty (tka), the product was used. Although washing was done to some extent, the patient developed an inflammatory reaction and considerable swelling. The details are the following. In the ward / ICU, 3 days after the surgery, the swelling gradually increased and blisters developed. The blisters were broken and treatment was done, and now, two weeks later, the patient is getting better a bit. The product was used on knee soft tissue and bone. The patient is being monitored without re-operation, but her hospital stay is being extended. Usually, patients are able to be discharged from the hospital about 2 weeks after surgeries. However even though now it has been 2 weeks since the surgery, it is difficult for the patient to be discharged from the hospital yet. Current status of the patient: the patient is getting much better now. The patient was discharged from the hospital. There were no specific inflammatory reactions due to surgiflo.